Event description:
A nurse reported that an intraocular lens (iol) was exchanged for the same model, different power lens. Additional info has been requested.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Result from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Additional info was requested on 12/22/2010, 01/05/2011, and 01/19/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).